Manufacturer narrative:
(B)(4). H6: health effect - clinical code 4581 appropriate term/code not available was used for patient feeling "soreness insertion site" symptoms.

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on 03-24-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.